Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a second phase spinal cord stimulation implant impedances greater than 40,000 ohms were measured after all connection to the implantable neurostimulator (ins) were made. The reporter stated the ins was disconnected and the leads dried and reconnected, but impedances greater than 40,000 ohms was measured on all contacts. There reporter further stated the healthcare professional (hcp) repeated this four times. It was noted the manufacturing representative opened up a multilead trialing cable and tested the lead. It was further noted that all impedances were ¿perfect.¿ the reporter stated the hcp tested the ins one last time and the impedances were high. The reporter further stated they decided not to use the ins as it appeared to be faulty. It was noted that a new ins was opened and impedances were all ¿perfect.¿ it was noted that there were no patient symptoms or complications associated with this event. It was further noted the patient status at the time of this report was alive with no injury. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the wrench found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.